Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected. Customer's blood glucose at time of incident was unknown. The customer reported repeating power error detect alert. The customer received a replacement pump.

Manufacturer narrative:
The insulin pump passed full functional test including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm was confirmed in the format history file and power management parameters graph confirmed power system error alarm was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to connector resistance on the j6 printed circuit board assembly however, after disconnecting and reconnecting the internal battery connector on the j6 printed circuit board assembly the insulin pump was monitored and functioned properly. The insulin pump was received with cracked keypad overlay at the select button, fading serial number label, scratched case and keypad overlay texture damage.